Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the control monitor of the system integration was not working and the monitor was black, even after restarting the system. The issue was found during a disturbance procedure. There were no reports of patient harm.